Manufacturer narrative:
It was originally reported the hepa filter was replaced to resolve the smoke/haze issue. The parts replaced to resolve the issue included the vacuum pump, oil mist filter, catalytic converter, and vacuum pump oil. The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. No parts were available for return and further analysis. The assignable cause of the smoke/haze issue is likely due to the vacuum pump, oil mist filter, catalytic converter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(6). The fse was dispatched to the site and replaced the vacuum pump, vacuum pump oil, catalytic converter, oil mist filter and hepa filter to resolve the smoke/haze/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of "smoke" emitting from the sterrad® 100nx at the end of a completed cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.